Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual inspection: opened probe: a marker and marker guide were in the probe. The tubing was cut from the sample chamber and the cutter was 100% closed with the cutter protruding from the aperture. No cracks were identified and no other anomalies were noted. The marker applicator was jammed inside the probe and returned without the push rod. The cutter was opened by rotating the translation gear. A marker was lodged between the cutter and marker applicator. The marker applicator was able to be removed from the probe with difficulty due to pad/pellet fragments. No tissue was in the probe. The probe was disassembled and was aligned properly. The stops were intact and undamaged. The shuttle screw was connected correctly to the shuttle body and no damage was found. The cutter was removed from the cannula and no damage was noted. Lot sample: the probe was clean and the aperture was 95% closed. The saline cap was returned. No other anomalies were noted. Functional/performance evaluation: opened sample: unable to test due to sample condition. Lot sample: the probe was loaded in an in-house driver and calibrated successfully. The probe was inserted into a test material and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe obtained 6 samples successfully. No errors displayed on the console during testing and no unusual noises were heard. No suction issues were identified with the probe. An in-house marker applicator was inserted in the probe and removed without issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one photo was reviewed. The photo shows a side view of the distal end of a probe. The cutter is advanced forward to the closed position, however the cutter was bent out of the aperture. Based on the review, the investigation is confirmed for bent cutter. Conclusion: one probe was returned with a marker applicator inserted through the probe. Based on the condition of the returned probe and photo review, the investigation is confirmed for difficult to remove and for the cutter being bent out of the aperture. The cutter bent out of the aperture due to several pads/pellets stuck between the cutter and marker applicator. This would have caused difficulty in removing the probe from the patient's tissue. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that after a stereotactic breast biopsy, the inner cutter was coming out of the aperture and was bent. The probe was difficult to remove. There was no reported patient injury.